Event description:
Upon removal of the catheter, the tip broke off and remained inside chest. Unable to retrieve, chest tube incision opened and tip removed. Pt tolerated procedure well.

Event description:
It was reported that the foley catheter was used as a chest tube in an infant. Upon removal of the catheter, the tip broke off.